Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Corrected field: e1 (telephone). H4 device manufacturer date: date of manufacture cannot be determined since the lot number was not provided. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event was caused by the adhesion of foreign matter consisting mainly of hydrocarbon grease or oil containing esters. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU) which may help to detect/prevent the issue: ¿- before use, inspect the entire instrument for any irregularity and the bristles for any damage. Using a brush with irregularities and/or damage can impair its cleaning ability, which may cause infection of the patient. If the bristles are crushed, gently straighten them with your fingers.¿ - clean only one endoscope with this instrument and discard the brush immediately after use. Otherwise, the cleaning effectiveness of the instrument may be impaired, equipment damage and/or infection of the patient and/or operator may occur. - this instrument is intended for single use. Do not attempt to use this instrument to clean multiple endoscopes.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Reports are being submitted on the scope and two brushes involved in the event. Please refer to the following events: patient identifier of(B)(6) is related to model #: pcf-h290i, s/n: (B)(6). Patient identifier of (B)(6) is related to model #: bw-412t, lot #: unknown. Patient identifier of (B)(6) is related to model #: bw-412t, lot #: unknown. During device evaluation at olympus, it was found the complaint was confirmed. An orange foreign substance was found attached to the channel brush. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that during the preliminary cleaning after a diagnostic procedure, when the forceps channel/suction port of colonovideoscope was brushed with a single use combination cleaning brush, the brush tip was stained orange. The procedure was normal without the use of a staining agent. The customer confirmed that when brushing, it was checked for dirt by rubbing the brush. When a red foreign substance adhered, a new brush was used and brushing was performed again, but the foreign substance could not be removed from the endoscope. There were no drugs used clinically before the cleaning. No problems were noticed when opening the brushes and checking them prior to use. The pre-cleaning agent used was endopure and the disinfectant used in the endoscope washing machine was disopa. There was no report of patient harm associated with this event.